Event description:
It was reported that during implant the stylet appeared to be stuck and was unable to move. A new lead was implanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.